Manufacturer narrative:
Findings: unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, unexpected restart error test and self-test. No unexpected restart alarm noted. The no delivery alarm functions properly during the basic occlusion test and occlusion test. Unit had minor scratched display window and cracked reservoir tube lip. Drive support disk was inspected and no anomaly was noted.

Event description:
The customer's wife reported via phone call indicating that husband was hospitalized due to high blood glucose. Customer's blood glucose at time of 911 called was 409 mg/dl. The customer was admitted to the hospital. The customer cause of 911 called was diabetic ketoacidosis. Customer had a stroke while hospitalized. The customer was wearing the pump at time of 911 called. Customer's wife reported that the pump is not with them at the hospital and will call back when she gets home to finish the high blood glucose. The customer's wife reported via phone call indicating the insulin pump alarm unexpected alarm. The customer was advised to monitor pump.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.